Event description:
Received a copy of the customer's medwatch. Event desc: "pt was admitted to ed for eval of weakness related to complicated medical history. Intubation of pt was necessary to address current respiratory status. A fentanyl drip was ordered to be delivered through central venous line for sedation. Nurse set up IV line and appropriately fed line through alaris module on 8015 alaris pc. Roller clamp control on tubing was in the open position. As she closed the module door, the channel alarmed "close door safety clamp open" and the nurse was unable to correct the error. Nurse removed the tubing from the module and believed that the tubing would automatically clamp off as expected per usual process when pump was correctly functioning. Nurse then went to find a replacement for the malfunctioning pump. Pt subsequently received free flowing overdose of fentanyl administration, complicating pt condition, and contributing to pt death." Biomed analysis on (B)(4) 2013: "alaris 8100 module ((B)(4)) inspection - noticed cracks on door hinge. Clamp assembly on bottom of pump had been broken off. Rear case cracked and chipped. Checked both right and left iui connectors - ok. Front case/keypad assembly has cracks in it. Possibly module had been dropped. After opening the door, noticed the sear clamp on door latch assembly was broken. The 8100 module will not run with the sear clamp missing. It will give you a safety clamp alert and a free flow condition." States device (lvp sn (B)(4)) is available for investigation. The nurse did not report having noted any damage to the device when loading the set. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The IV set was reportedly discarded. Although requested, the pump module has not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.